Event description:
Customer reported when fluoroing, the images on the left monitor are dark or go black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and aligned the camera iris for normal tracking on all copper filters. System operates as intended.